Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking into the overpouch. No damage was noted of the packaging upon delivery and the source of the leak was unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 3/15/2017 ¿ 3/16/ 2017. The device was received for evaluation containing approximately 250ml of fluid in its bladder. Upon sample receipt, visual inspection noted tiny droplets of water located on the inner wall of the device housing. No evidence of an actual leak was observed from any parts of the device. The droplets of water noted on the inner wall of the housing were determined to be the result of condensation due to the device being stored in a cold area. A functional leak test was performed by filling the device with water and monitoring until the next day. The next day, no evidence of a leak was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.